Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level ranged from 548 to 708 mg/dl. The customer's symptoms included chest pain. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer was treated with manual injections. Through troubleshooting it was found that the customer changed her infusion set every 6 days instead of every 2 to 3 days. The customer was sent a tubing clamp to perform a high pressure test and it passed. It was found that the product was working as designed. The product was not returned for analysis.